Event description:
As reported the excluder bifurcated endoprosthesis was successfully deployed. As the clinician was ballooning the ipsilateral/contralateral leg junction, the patient experienced a sudden drop in bp and pulse. The patient went into cardiac arrest and CPR had to be initiated. Following successful resuscitation, it was discovered that the right hypogastric artery was inadvertently covered and a small perforation of the left iliac artery was noted. A smart stent was deployed in the left iliac artery to repair the perforation.the patient was stable following surgery. There was no allegation of product deficiency and the clinician did not feel the event was caused by the device.